Event description:
The reporter stated that, the surgeon was inserting a single piece silicone lens model aa4203tf into the pt's eye, and the lens tore. The incision was enlarged to remove the lens. Another model lens was used and a suture place to close the wound.

Manufacturer narrative:
A visual inspection of the returned product shows that there are two portions of both plate haptics torn off into the optic & are missing. There is clear surgical residue on the lens. Conclusion - no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.